Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report.

Event description:
As reported to coloplast though not verified, the pt experienced pain, migration and other physiological issues.